Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto # system (model#fg-5400-00c, serial# unknown), st. Jude agilis medical sheath (model# unknown, lot# unknown).

Event description:
It was reported that a male patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, cardiac tamponade was confirmed by echocardiogram (echo). The patient was transferred to the operating room (or) to have surgery. Extended hospitalization was required to recover from surgery. Patient¿s outcome is fully recovered. Patient¿s anatomy and previous patient¿s disease were cited as factors that might have contributed to the adverse event, the patient recently had a cardiac infarction and the tissue was still very soft. Physician¿s opinion regarding the cause of the adverse event is unknown. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was not performed. A st.jude agilis medical sheath was used during the procedure. The generator was in power control mode with a temperature cut-off at 40 degrees celsius. The generator parameters noted at the time of the injury included power at 30 watts, temperature around 30 degrees celsius, and impedance of 160-170 ohms. Ablation was not performed during the procedure. The catheter irrigation was set at 8-15ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 250-300 seconds. The carto® 3 system did not indicate to re-zero the catheter. However, the catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. The visitag module was used, with range and time stability parameters for stability set at 3mm/3s. A 25%, 3g filter was used with the visitag. Time color options were used.